Manufacturer narrative:
Product analysis: analysis confirmed customer comment that the ventricular output connector was broken. Analysis noted that the hanger assembly was broken, hanger o-ring was missing, error 201 occurred, main pcb was out of specification electrical, lower case was broken and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on the external pulse generator (epg) was broken. The device has been returned for service. There was no patient involvement.